Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer been hospitalized due to insulin pump stopped working and battery life has been consistently breaking. Blood glucose values was unknown. Customer reported battery shelf breaking troubleshooting was not performed. No further complications were reported. Device will not be returned for analysis. The customer will continue to use of the device.